Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system drawer did not open. A technical support specialist (tss) assisted the customer to log out and try again, and confirmed that the drawer opened normally, resolving the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer did not open when tried to dispense medication and system stated all items had been dispensed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.